Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for eval. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during placement of permanent pacemaker after the physician injected about 20cc of lidocaine cocktail he picked up the esu pencil to control some bleeders. Upon activation of the pencil there was a spark flash from the pencil's tip toward the sterile field and up the pt's chin area. Within a second a flash fire occurred through the surgical towels and the 3m ioban 2 surgical drape. Then flames shot out of the mask's tubing and burst the facemask bag. Fire was noted around the pt's facemask and hair. The burning surgical drape was removed and stomped out while the nurse turned the oxygen source off. It took 10-15 seconds to extinguish the fire. Fire resulted in 1st and 2nd degrees thermal burns to the pt's face and neck. Pt was intubated to protect the airway and transferred to a burn center. The pt expired on (B)(6) 2013 from congestive heart failure complicated by thermal injuries.